Manufacturer narrative:
(B)(6).

Event description:
The unit reported an oxygen delivery problem. It was unknown how the issue was found. No patient or user harm was reported. The customer reported an oxygen delivery problem. Error codes 1111-check vent: oxygen device failed, and 1208-alarm message: oxygen not available was observed. The customer replaced the oxygen solenoid valve.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone (B)(6).

Event description:
The unit reported an oxygen delivery problem. It was unknown how the issue was found. No patient or user harm was reported. The customer reported an oxygen delivery problem. Error codes 1111-check vent: oxygen device failed, and 1208-alarm message: oxygen not available was observed. The customer replaced the oxygen solenoid valve.

Manufacturer narrative:
The customer reported that the unit was being set up for use when the issue occurred. No patient or user harm was reported.